Manufacturer narrative:
Additional information b5. Medtronic received additional information that a leakage with some saline was noticed in the washing bowl on machine. The leak/spill occurred during priming. The bowl was re-seated, however, it still leaked. The fill (fluid) level of the reservoir, holding, saline, and waste bag at the time of the issue was not recorded as the machine kept displaying an error message and the customer was not able to proceed further. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the set-up stage of the autolog washkit, an error message on the machine appeared indicating that there was air in line. Upon checking the set-up and tubing, it was found that the wash kit was leaking. The issue was resolved by changing to another set of the one source pack. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.